Event description:
On (B)(6) 2012: the stent broke when it was being removed using forceps. A part of the stent remained in the patient. Additional information provided to cook (B)(4) on (B)(4) 2012. The physician had replaced stents periodically, and the stent had been placed for three months. At the later examination, the physician confirmed there is no remaining part of the stent in the patient. Information provided to cook (B)(4) on (B)(4) 2012. The patient is doing fine after the procedure.

Manufacturer narrative:
There were no gepd-7-12 devices of lot # cf667015 remaining in stock at the time of the complaint investigation. One x gepd-7-12 of unknown lot number was returned to cook (B)(4) for investigation. One section (the distal end of the device) was returned. The proximal end of the stent with its 2 flaps was not returned. The section of the stent that was returned was noted to be blackened. It was not possible to measure the entire length of the stent accurately as the complete stent was not returned. The customer complaint was confirmed as the stent was broken on evaluation. The blackening of the stent was most likely due to pancreatic fluid as the stent had been placed in the pancreatic duct. As actual use conditions could not be replicated in the laboratory setting and due to clinical conditions such as patient anatomy and progression of disease, the cause of the complaint could not be conclusively determined. Prior to distribution, geenen pancreatic stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for gepd-7-12 lot number cf667015 did not reveal any discrepancies, which could have contributed to this complaint issue. No corrective action is warranted at this time. There were no adverse effects on the patient as a result of this occurrence that we are aware of. This complaint represents an isolated occurrence for this issue, for this rpn over a 2 year time frame. However, complaints of this nature will continue to be monitored for potential emerging trends.